Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had a blank display screen. Display went green after battery change. Battery was changed three times. Troubleshooting could not be performed and customer was not available with insulin pump. Customer's blood glucose was unknown. Caller was advised to have customer call for troubleshooting.